Manufacturer narrative:
Since consumer has not returned the product to date we are unable to determine at which location this particular product was made. (B)(4). Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn. This report and the information submitted under this report does not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Event description:
Consumer reported his tooth broke while using the brush.